Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06262 it was reported that patient was able to recharge ipg approximately 1 month ago. An abbott representative was unable to interrogate the ipg, so it is unknown if ipg is inoperable at this time. Surgical intervention is planned to replace the ipg.

Manufacturer narrative:
Manufacturing reference number 3006705815-2023-03990 should not have been reported as a medical device report (MDR) due to additional information indicating that the ipg was electively replaced.

Event description:
Additional information indicated that the ipg was electively explanted and replaced and is no longer reportable.

Manufacturer narrative:
Section b5: during processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.